Manufacturer narrative:
On (B)(6) 2020, mentor received additional information indicating the patient required a third aspiration of accumulated serous fluid. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information indicating the patient required a second aspiration of accumulated serous fluid. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memoryshape breast implant 685cc and experienced bilateral early onset seroma, which was confirmed by a physician. Drains were placed to aspirate the seromas. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side implant.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware the patient also experienced impaired healing on the left side. Manufacturer¿s reference number: (B)(4).